Manufacturer narrative:
Nihon kohden technical services walked her through the process of changing the alarm settings behind the password, which resolved the issue. No harm was reported.

Event description:
The nurse reported that their new central nurse's station (cns) was not alarming properly due to incompatibility issues with older devices. The alarm would ding only once and would not follow up with continued alarming, as if the alarm had been silenced.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer reported all alarms were being silenced automatically. This was customer's perception of the alarm. Customer stated that alarm will "ding" once and nothing will follow up. It will show the alarm silence indicator, and nothing will happen after that. Customer got visual indication of alarms and a small audible but not was is expected. This occurred with alarms classified as warning and below. Customer had attempted to trigger a crisis alarm and see what that did but they were unable to make it happen and needed assistance in checking settings. The reported issue started within the last 24 hours. Nk tech support noted that: "while I was on the phone with (B)(6), I heard what they were talking about. A resp. Alarm came through and only "dinged". While I was on the phone with (B)(6), we heard a tachycardia alarm come through correctly." When nk clinical application specialist contacted customer to assist with alarm settings, customer informed that the issue was resolved when the password was entered. Customer was able to change alarm settings to address the above concern. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: per operator's manual, first edition, chapter 1, alarm settings is synchronized with the bedside monitor and/or vital sign telemeter where changing one changes the other. The manual states that when admitting a new patient, confirm alarm settings. Settings should be changed according to patient condition. An alarm may not be indicated due to alarm level or alarm on/off setting. The following alarm types are available: central monitor - 1) technical alarm monitored bed - 1) vital sign alarm 2) st alarm 3) arrhythmia alarm 4) technical alarm the following are available alarm levels: 1) crisis. 2) warning. 3) advisory. The following alarm sounds are available for the alarm levels: 1) crisis - continuous pip sound or continuous ping sound or "ceg-gc". 2) warning - continuous bing bong sound or continuous ding sound or "ceg". 3) advisory - single beep every 20 or 120 seconds (setting dependent) or "ec". Based on the event description, customer did not understand alarm levels and had not checked alarm settings prior to admitting the patient or during patient monitoring. Alarms were functioning as designed. Service history for this customer shows no other relevant issues.

Event description:
The nurse reported that their new central nurse's station (cns) was not alarming properly due to incompatibility issues with older devices. The alarm would ding only once and would not follow up with continued alarming, as if the alarm had been silenced.